Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as red stripes along the bottom at front side of the garment. There was no alleged device malfunction contributing to the rash. The nursing service washes the patient with a damp cloth daily and applies ointment multilind. Follow up indicated that the rash improved.